Event description:
It was reported that loss of capture, low sensing, and variable impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold, low sensing, and variable impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.